Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is displaying "low ve" and has an abnormal loud noise inside the unit. The unit was on a patient however there was no harm.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue regarding noise coming from the inside of the ventilator. The service technician found the abnormal noise was coming from the operation of the turbine. The service technician was unable to verify the customer's reported issue regarding unit displaying low minute volume. During bench testing, the tidal volume on the touch screen read correctly.